Event description:
The site contacted the MFR about this event. The suspect device was used in 2001 to test the pt's international normalized ratio, and a result of 3.6 was obtained. This person was a pt for three weeks and their previous international normalized ratio results had been 1.7, 2.4 and 2.6. Five days after the last result on the suspect device pt was admitted into the hospital with a headache. It was discovered that their international normalized ratio was 8.3 in the hospital. Pt's doctor said pt had a hemorrhage on their brain. It was later reported to the MFR that the pt expired the day of hospital admission. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.